Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to the slipping out of the light guide (lg) bundle; the illumination is uneven, the connecting tube has a wrinkle, due to wear of the angle wire; the play of upward/downward (u/d) knob is out of the standard value, the bending section cover (a-rubber) has a scratch, adhesive on the a-rubber has a chip, lg-bundle is slipping down, control unit has a scratch, control unit has discoloration, right/left knob has a scratch, u/d knob has a scratch, free-engage knob has a scratch, forceps elevator lever has a scratch, switch box has a scratch, scope cover has a scratch, grip has a scratch, image guide protector has a scratch, universal cord has a scratch, scope connector has a scratch, scope connector cover unit has a scratch, adhesive around the lg lens is peeled, connecting tube has a dent, connecting tube has a scratch, and due to wear of the angle wire; the bending angle in the up direction does not meet the standard value. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.